Event description:
It was reported that a spectrum pump turned off at power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the pump turning off was reproduced. A review of the event history log verified the pump turned off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be dried liquid substance on the back flex battery contact pins, which caused the pins to be depressed/jammed and unable to rebound as designed to make contact with the battery pin. The back flex battery contact pin required cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.